Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received samples to analyze this case. We have only received a picture showing a sample with dirty inside, the second pack on the inside and the first pack is stained. Probably, this issue took place during manufacturing process. However, without the defective sample a proper analysis cannot be performed. Considering that no other customer complaints have been received for this issue, we consider that this is an isolated and accidental unit and the whole batch is correct. Final conclusion: taking into account that the picture received shows a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the package is dirty inside, there are residues. It was detected prior to use and there is no patient involvement. Additional data has been requested.